Event description:
The aortascan measured < 3 cm on all patient scans and the customer does not believe the measurements were accurate. There was no patient impact.

Manufacturer narrative:
Additional device component: assy, console, bvi9600 (b6001917/0570-0212). Device evaluation summary: testing of the unit on an aorta phantom confirmed that the device was reading < 3 cm. This was due to a scan cable failure in the probe. After repair the unit worked correctly , scanning 3.7 cm on 3.7 cm aorta test phantom.